Event description:
A (B)(6) pt underwent a second nanoknife procedure on (B)(6) 2009 for lung cancer and experienced an adverse event. Post procedure there was perilesional hemorrhage observed. No treatment was communicated for this event.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the perilesional hemorrhage could not be ascertained. Hemorrhage is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).